Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an ims morphine syringe compatibility issues with pca was not determined because no products or device logs were returned.

Event description:
It was reported that the facility identified that the ims morphine syringe was not available on the compatible syringe list for patient controlled analgesia (pca) module while upgrading to new alaris system and received new gre v12.1.3 software with an insert that implied otherwise. There was no information on patient involvement.

Event description:
It was reported that the facility identified that the ims morphine syringe was not available on the compatible syringe list for patient controlled analgesia (pca) module while upgrading to new alaris system and received new gre v12.1.3 software with an insert that implied otherwise. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.